Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned.dissection is listed in the xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additionally, the treatment appears to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the distal right coronary artery that was moderately tortuous and heavily calcified. After pre-dilatation, a xience prime 3.0 x 38 mm stent delivery system was deployed which caused a dissection. A xience pro 2.75 x 12 mm stent was used to cover the dissection. There was no reported clinically significant delay in the procedure. No additional information was provided.